Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 23/jan/2012, 23/apr/2013, 23/oct/2014, 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp on radius side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening. The events of inflammation/irritation, lump/nodule, and neurological symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation are rupture, inflammation/irritation, lump/nodule, and neurological symptoms. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with migraines and experiencing "unusual pain, tingling, swelling, numbness, or burning of the breast". Patient additionally reported "a lump or thickening in or near the breast or in the underarm area" and raynaud's phenomenon. No treatment provided. Additionally, healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted. This report is for the right side.